Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot. The patient was advised to unplug until the remote monitor cools down. No further troubleshooting was performed at the time of call. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.